Manufacturer narrative:
Mz9271; non-bd picline and a 10ml bd syringe; td (B)(6) 2018. The product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that fluid leaked from above the luer lock on bi-fuse set. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking was confirmed. Visual inspection and functional testing showed no anomalies. Pressure testing showed a leak at the connection between the male luer of a concomitant extension set and the female port of the maxzero extension set. Closer inspection of the maxzero under magnification showed a microchannel that was allowing fluid to leak out. The root cause of the microchannel was an equipment error during the inspection and testing process.

Event description:
The customer reported that fluid leaked from above the luer lock on bi-fuse set. There was no report of patient harm.